Event description:
(B)(4).

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 04mar2013.the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 04mar2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in (B)(4) trackwise which confirmed similar complaints with the same or related failure mode. CAPA reference # n/a. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(4). Npi- battery replacement and pm. (B)(4). Replaced battery and performed pm, atok. Eq03346 eq101934 eq104369 eq101934 eq09734. (B)(4). I am closing this notification due to that it was not closed properly through syclo and was notified through the amsbatch.